Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the error by running the remove test cups program. While troubleshooting, fse found a cup jammed in the incubator. Fse removed the cup and was able to run the remove cups program without error. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2022 through aware date 18jul2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4153) c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. (2160) c.transfer not detected cup cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was due to the faulty incubator.

Event description:
A customer reported error message ¿4153 c. Trans-z home overrun¿ while running quality control (qc) on the aia-900 analyzer. The customer restarted the analyzer resolving the 4153 error message. However, a new error message, "2160 c. Transfer not detected cup" appeared. The customer stated the waste is not full and the tip waste chute is not overfilled and denies filling test cups in test cup trays. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin), e2 (estradiol), fsh (follicle stimulating hormone), lh ii (luteinizing hormone), and prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.